Event description:
Pt was revised to address disassociation of the liner from the cup. It was reported that the pt fell off of a 2' ladder and presented to doctor with squeaking and pain.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. A complaint database search finds no other reported incidents against the known product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.